Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a stuck guidewire is confirmed and the cause is likely related to the use of the device. One photo sample of a guidewire was provided for investigation. The photo showed the distal section of the guidewire. A knot in the guidewire appears to be present near the distal tip of the wire. The formation of a knot in the guidewire was likely caused due to repeated retraction and advancement against resistance. The event description indicates that difficulty advancing and retracting the guidewire was experienced during insertion. Since the knot was likely the cause of the difficult removal, the complaint is confirmed. A lot history review (lhr) of redv2859 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the wire was placed through the needle, unable to advance the guidewire fully, tried to pull out the guidewire to no avail, which resulted in the guidewire being unable to be removed from the patient. Patient had to be sent to ir to have it surgically removed.